Manufacturer narrative:
Additional information is provided in g.1., g.2., h.6. And h.10. The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that he does not believe the vitreous cutter turns on when he uses the anterior vitrectomy setting. When he switches to irrigation/aspiration cut it worked. He stated that he did not hear or see it moving when the cutter goes in position 2. This was said to have happened on 3 separate cases within the last two months. Additional information from the surgeon states that he does not think there was actually a problem. He states he re-educated himself on the equipment and figured it out.